Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The device was above elective replacement indicator (eri) when received. Review of the device image showed the device had entered bvvi mode due to a por (power on reset). Bench testing was performed; telemetry, sensing, pacing, pacing lead impedance, high voltage shock and lead impedance, and patient notifier were tested and found to be normal. No device anomaly was found. The reset could not be reproduced in the laboratory; hence the cause of the field event could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was found to be in backup operation. Multiple attempts were performed to restore the device, however, was unsuccessful. An attempt was made in a different room to ensure there was no emi interfering with the communication and was still unsuccessful. The device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.